Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie failed to release. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the cubie had failed to release. The field service engineer (fse) removed all cubies, cleared debris, and secured all connections. The station was rebooted. Drawer operation was tested using the hardware test application, and the drawer opened and closed successfully. The system functioned as intended after field service engineer repaired the device.